Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. A follow-up report will be submitted should the device be received and evaluated or if additional information becomes available.

Event description:
The facility representative reported a infuse o.r. Pump which alarmed during use in the operating room, interrupting delivery. The device began alarming with 1 milliliter left in the syringe, stopped delivering, and became inoperable. There was no patient involvement. No patient injury or medical intervention was reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of an alarm with 1 milliliter left in the syringe. The root cause was determined to be a plunger screw which was not set correctly, resulting in a premature end of syringe alarm. The plunger screw was set to specification to repair the reported condition. A service history review determined that this device has not previously been serviced by baxter. A device history review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A follow up report will be submitted if additional information becomes available.